Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient's therapy is auto reducing. As a result, surgical intervention may be undertaken to address the issue.